Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed a pulse test with associated code 203 - pulse test fault and code 102 - charge profile fault. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As rec'd the monitor failed incoming pulse testing associated code 203 - pulse test fault and code 102 - charge profile fault. The cause for the code 203 and code 102 is an open resistor r45 on the computer / analog (ca) board. The cause for the open resistor is excessive current. The cause for the excessive current is a broken lead on high-voltage capacitor c21 on the defibrillator board. The root cause for the broken lead on c21 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (B)(4) to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on 01/21/2013. Results will be monitored. No adverse event resulted from the broken lead on c21. The last patient to use this monitor did not report any deficiencies.